Event description:
Everest set screw backed out approximately 8 weeks post-operatively. The patient was revised.

Manufacturer narrative:
The explanted set screws were examined both visually and microscopically. They did not exhibit uniform damage about the center of the set screw, which is typically seen when a set screw is optimally locked down. Even though the proper torque was reached, back out of the set screw can occur in cases where the rod may not have been optimally seated in the pedicle screw. The torque limiting handle was tested and the measured values were within the acceptance criteria. The manufacturing and inspection records for the parts were reviewed and there were no discrepancies possible causes of set screw back out were reviewed with the surgeon. The different characteristics of the torque limiting and torque indicating handles were also reviewed with the surgeon. Incidents of this nature will continue to be closely monitored.